Manufacturer narrative:
Concomitant medical product: w3dr01 ipg, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited pacing issue due to suboptimal programming. It was also noted that frequent far field oversensing was observed between two pacing leads. Ipg was reprogrammed. Ipg system remains in use. This information is collected via one hospital clinical services. No patient complications have been reported as a result of this event.